Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that their insulin pump had insulin pump error alarm. Customer was able to clear alarm and able to complete rewind the insulin pump. Customer stated the insulin pump was not exposed to a high magnetic field. Customer reported that they performed displacement verification test but test did not pass. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, force sensor test, basic occlusion test, occlusion test, sleep current measurement, active current measurement and self test. No unexpected alarms noted during testing. No unexpected insulin flow blocked alarm or no delivery alarm noted during testing. No unexpected pump error 130 noted. Motor was tested outside device and passed. (B)(4).